Manufacturer narrative:
The driver's patient file data was reviewed and confirmed the reported issue of the driver not passing the system check. The patient file indicated that the system check did not meet the criteria for the 9v battery test step. Investigation testing determined the root cause to be a depleted 9v battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check step.